Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No post-reset alarms were noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 401 mg/dl,343 mg/dl. The customer declined troubleshoot for high blood glucose. Customer also reported that insulin pump had pump error alarm. Customer was able to rewind the insulin pump. Customer stated the alarm occurred immediately after a battery change. The insulin pump will be returned for analysis.